Manufacturer narrative:
(B)(4) captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise along with increased pacing threshold measurements. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.